Manufacturer narrative:
H10: clinical assessment performed based on the information currently available in the complaint record. It was stated that the ¿customer states unit was in use during patient transport and unit shut off with black screen and gave audible alarm, patient was stabilized with alternative ventilation and no patient harm was reported. Additional information confirms that there was no oxygen desaturations or significant clinical changes in [patient's] condition. Another ventilator and ambu bag were on standby and readily available. Given this information, this event does not meet the criteria for an adverse event. No additional assessment required. Per good faith effort (gfe) response received 05/18/2023, it was confirmed that the reported issue was caused by the unit not being plugged in to charge. After the unit was plugged in and charged up it is working as expected. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device shut off with black screen and gave audible alarm. The patient was stabilized with alternative ventilation and no patient harm was reported. No other medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It is unknown if the battery was charged, customer is not with unit and states unit is plugged in and not in use. Per the customer, the battery date is less than two years old. The rse advised the customer to check if the battery is charging, check if both yellow leds are illuminated on front panel, check if unit transitions to battery and back to ac power, check power cord and operation of ac outlet unit was plugged into before transport, check event log for timestamp of battery in use and ac power restored, perform pvt battery test, and call back if further support is needed. The customer acknowledged and will advise of findings. Further information will be requested regarding this case.